Event description:
It was reported that the patient had their implantable neurostimulator (ins) on the right side replaced because, it was turning on and off or just shutting off and not turning back on again. It was noted that prior to the replacement surgery, the patient was able to walk without crutches and only used a cane for assistance if needed. See manufacturer's report #s 3004209178-2012-07307 and 3004209178-2012-07308 for the patient's replacement devices and subsequent issues.

Manufacturer narrative:
Lead: model 3387s-40, lot # v192123, implanted: 2009 (B)(6), explanted: na. Extension: model 7482a51, serial # (B)(4), implanted: 2009 (B)(6), explanted: na. Concomitant device system: neurostimulator: model 7426, serial # (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6). Lead: model 3387s-40, lot # v192123, implanted: 2009 (B)(6), explanted: na. Extension: model 7482a51, serial # (B)(4), implanted: 2009 (B)(6), explanted: na. (B)(4).